Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, that the system display went blank. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt. Investigation in process, but not yet completed.